Manufacturer narrative:
The reported field events of oversensing and high capture threshold were not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the field events could not be determined.

Event description:
It was reported that oversensing was observed. A high left ventricular capture threshold was also noted. The device was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.